Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was surgically abandoned after displaying noise and oversensing. A lead safety switch also occured due to low impedances the patient had been having syncopal episodes. An insulation issue was suspected. The patient was seen for a revision procedure where the lead was surgically abandoned and replaced.